Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blotches on the screen. Also it was rejecting new batteries, lost backlight brightness and has seizure on it. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and displacement test. No unexpected low battery alarm anomalies noted. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. No unexpected missing segment/partial display anomalies noted. No unexpected back light anomalies noted. Device received with cracked reservoir tube lip and stained address/serial number label. (B)(4).